Event description:
As reported by the user facility: reports valve failure, cracked. Perpendicular crack. No injury, although pt became hypotensive due to leak of medication, not getting full dose. Additional information provided by the reporter indicated that the valves had a vertical crack perpendicular to the threads. There had been three occurrences of this nature for this lot number for the same pt. Switched to a different lot number (lot number unknown at this time) for this pt and the same thing happened. The facility has discontinued the use of ultrasite valves for this pt. The medication that was being infused was flolan. No treatment was rendered to treat the pt's hypotension, this symptom improved after medication infusion was restored. There was no overt injury to the pt, though at follow up there was evidence of slight worsening of cardiopulmonary function, possibly due to repeated interruption of medication.

Manufacturer narrative:
The house retain samples for the reported lot were pulled for evaluation. The retains were functionally tested for luer tapers, weepage, and pressure and met all specifications. No cracks were identified on the retain samples. A DHR review was conducted and no abnormalities in the manufacture of the product were noted. There have been no other reports of this nature against the reported lot number. The actual device in the reported incident has not been returned for evaluation and without the actual sample a thorough investigation can not be performed. Although the DHR history and retains sample testing indicate the product was manufactured in accordance with existing procedures and functioned as intended, without the sample no specific conclusions can be drawn at this time. If the sample is returned or if additional pertinent information becomes available, a follow up report will be filed.